Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/02/2014 with the following findings: the complaint could not be duplicated. A review of the pump¿s black box data revealed a ¿loss of prime¿ warning for non-zero and zero force. The force sensor calibration was within specifications. The pump was opened and the force sensor flex trace was found to be cracked at the pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. Reportedly, the pump alerted for loss of prime couple of times. It was reported that there was sudden change in force or temperature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.